Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the battery could not be charged which resulted in the pump battery fully depleting and the pump shutting down. The customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level ranged between 91-121 mg/dl.